Manufacturer narrative:
Correction: b3: in initial report, date of event was omitted, however, the date was not provided. B4: in initial report,the date of this report was inadvertently omitted, however the date is (B)(6) 2020. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The surgeon reported bilateral diffuse lamellar keratitis (dlk) post lasik procedure. Steroid drops were increased. No loss of best corrected visual acuity (bcva) was reported. It was reported that the procedure went well without issue. The only change was a new instrument was used to lift the flap. The dlk was worse in the right eye, which was treated first.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.